Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 475 mg/dl due to an unidentified pump failure. Customer disconnected from the pump and administered boluses of humalog and lantus. Customer reconnected to the pump the next day and the pump was "working fine". Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.